Manufacturer narrative:
D9: device received but remains under investigation. E1, f5: phone number:(B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent could not be successfully released, which may be caused by an issue with the delivery shaft. The stent failed to release during retraction. It may also be due to deformation or damage of the stent inside the delivery shaft. 1. Please provide the tracking information of the returned device. The device is on its way back from the distributor. The tracking information will be updated as soon as possible. 2. Details of access sheath used (name, fr size, length)? Barty¿s 6f*90cm long sheath.¿ 3. What was the target location for the stent? Is the target lower extremity artery site at the superficial femoral artery (sfa) or above the knee popliteal artery? At the superficial femoral artery (sfa). 4. What disease pathology was being treated? Lower extremity arteriosclerotic occlusive disease. 5. Was the device used percutaneously? Unknown. 6. Was pre-dilation performed ahead of placement of the stent? Yes 7. What was the access site chosen? Femoral artery approach 8. Details of the wire guide used (name, diameter, hydrophilic)? Boston scientific¿s v18 wire guide ; apt¿s hydrophilic coated wire guide 9. Was a stent previously placed during previous procedures? No 10. Did the patient exhibit difficult anatomy (n/a, tortuous, altered, calcified, fibriotic)? (If altered please indicate the procedure type) calcified 11. Was the approach ipsilateral or contralateral? N/a, ispilateral, contralateral (if contralateral, was the bifurcation angle steep? N/a, yes, no) ispilateral 12. What intervention (if any) was required? No, replaced a cordis 6*150 stent to completed the procedure. 13. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Same procedure 14. Were any other defects (other than the complaint issue) observed on the delivery system prior to return (e.g., kink)? N/a, yes, no (if yes, please specify what additional defect(s) were observed and where on the device this was observed) no 15. Was resistance encountered when advancing the delivery system to the target location? No resistance encountered when advancing the delivery system to the target location ,just cannot be deployed the stent. 16. If resistance was felt how did the physician deal with the resistance encountered? Replaced stent 17. Was a stent previously placed at the same or adjacent location? (If yes, was the complaint stent placed in the stent that/was already in situ?) No 18. Was the stent being placed through the side wall of a previously placed stent? No